Event description:
Healthcare professional (hcp) reported home patient was hospitalized for 5 days for pneumonia and fluid overload. Hp was treated and discharged in stable condition per hcp. Both the hcp and the attending physician attribute diagnosis to patient non-compliance. No additional information was provided.